Manufacturer narrative:
Final analysis confirmed that the transmitter would not power up, the chip was damaged and the circuit board exhibited burn marks.

Event description:
This report is to advise of an event that was observed during analysis.